Event description:
Na.

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was found that the safety disc, bag, and valve assembly may have problems and need to be replaced. Customer haven't responded yet. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, automatic inflation failed on cs300 intra-aortic balloon pump (iabp). There was no patient involvement.